Event description:
It was reported that during the implant procedure, the left ventricular lead could not be inserted into the patients vein. The lead was not implanted and a new lead was used. No patient symptoms were reported.